Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product found the distal surface to be damaged and the locking features to be compressed and flared. The complaint is confirmed via product evaluation. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is attributed to use error. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the surgical technique. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) g2: foreign - china the product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the product was opened according to the sterile requirement, the liner could not be locked with the tibial plateau when the shim was installed. After removing the liner, it was found that there was a problem with the liner groove, and it was safely locked after using another liner. There was no consequences or impact to the patient.